Event description:
Customer reportedly received result of 592 mg/dl on the advantage system. Based on reported result, customer administered lantus 70 units and novolog 30 units. Customer re-tested and received results of 181 mg/dl and 161 mg/dl within 10 minutes of the result of 592 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.